Manufacturer narrative:
The peritonitis occurred on an unspecified date "by the end of (B)(6) 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during the treatment. No additional information is available as the reporter declined follow-up.